Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. An x-ray was obtained which did not show a macro-dislodgement of the lead. A surgical revision was subsequently performed. The rv lead was retracted and repositioned. It took greater than 30 turns to get the helix retracted and extended during the lead placement. Impedance and sensing measurements were variable, but were not out of range. Based on the variable measurements, it was decided to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. The tip and helix were intact and appeared undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, as there was dried blood/tissue in the helix housing and in the neck region; which was prohibiting helix movement/testing. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported observations; however, the available information indicates that a primary failure likely occurred.